Event description:
Customer reported pt in the intensive care unit went into asystole and the device did not alarm for this condition. Pt expired. Manufacturer was able to reproduce the reported condition.